Event description:
It was reported that during a laparoscopic sleeve gastrectomy after firing two black reloads with the powered stapler, the user used a purple reload for the third firing at the gastric body. On the third reload the device initially fired but did not cut the tissue instead, it pushed the tissue forward, resulting in tissue slippage and the staples failed to form the proper ¿b¿ shape. This resulted in a linear tissue tear at the intended transection site and mild oozing and bleeding, estimated at approximately 5 milliliters (ml). Suction was applied to the bleeding site, and hemostasis was achieved spontaneously without the need for further intervention. To address the incomplete transection, the surgeon performed a re-transection using another black reload, which resulted in a complete staple line and successful completion of the gastric transection. The operation was completed successfully.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the returned photo(s) revealed three images of resected tissue and one image of an egia60amt. In two images, several loose, malformed staples were visible, along with two needles attached to sutures. Multiple staple lines were present in the resected tissue, with partially formed staples protruding from it. No tissue bunching was observed. The proximal end of the egia60amt and part of another reload were visible, with no visual abnormalities noted on either reload. Further inspection confirmed the reload was fully fired with the interlock engaged, though damage was observed on the cutting edge of the knife blade and loose staples were present at the distal end of the cartridge. Evaluation involved loading the reload into a representative instrument, overriding the interlock, and cycling it without hesitation or binding. The reload was applied to test media, which was successfully transected, and the interlock was found to function properly. It was reported that there was tissue slippage and the staples failed to form the proper ¿b¿ shape. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.